Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop / malformed clip. The analysis results found that one (B)(4) device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled and it malformed the remaining clips due to an advancer bypass. The device locked out as intended, however the orange indicator did not show up. The firing issues reported could have been cause by advancer bypass, that would not allow the device to function as intended. An investigation has bee initiated to determine the potential root cause of bypass issues. No incident related to the reported event was observed during the batch record review. The analysis results found that the (B)(4) device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # g9j900. Expiration date: 12/2014. Manufacturing date: 01/2010. Orange indicator over traveled. The analysis results of the (B)(4) device (c) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; no clip was present. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # f9hf1g. Expiration date: 08/2014. Manufacturing date: 09/2009. Empty, orange indicator over traveled.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on three different devices. Unknown at what firing this occurred. Another device was used to complete the case with no patient consequence.